Manufacturer narrative:
(B)(4). The insulin pump was received with scratched display window cover, minor scratched lcd window, keypad overlay texture damage, faded serial number label, broken reservoir tube lip, missing retainer, missing reservoir tube o-ring and scratched case. Unable to perform displacement test due to missing retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the reservoir compartment was broken. Customer's blood glucose value was unknown. Insulin pump will be returned for analysis.